Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. Customer's blood glucose was 228 mg/dl at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Troubleshooting also found that the insulin does not exit the tubing. There was no further information provided by the customer or troubleshooting.